Event description:
It was reported that an alert had been generated for out-of-range intrinsic amplitude measurements on this right ventricular (rv) lead. Additionally, loss of capture was noted on the presenting electrograms. The most recent threshold measurement was 2.4v@1.5ms and the current output is 3.0v@1.5ms. A boston scientific technical services consultant stated if clinically appropriate for this patient, the rv output could be increased to ensure adequate safety margin. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.